Event description:
The pt's mother stated that there was no alarm when the feeding ran out and the air was going into the baby. There was no negative impact to the pt. The provider was able to duplicate the problem in testing using inf1200 and lot #22165te. Both the set and pump will be returned. The rate and dosage were 38 ml/hr and infinite.

Manufacturer narrative:
The device was not returned. A follow up will be submitted if new information is received.